Event description:
It was reported that the external pulse generator had "low battery level." It was further reported via follow-up that while connected to a patient the generator quit pacing though no low-battery indicator light was on. The battery was changed out and this resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return, the device passed its incoming testing. It was noted that five screws, one bail and one bail cover were missing, one bail cover was cracked and that the lower part of the display had one line missing (which was additionally noted as "being acceptable"). The unit was cleaned and inspected, new screws, new bail covers and a new bail were installed and the device then passed its testing on the automated test system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.